Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The following other hip devices were also listed in this report: unknown 155 x16 stem, unknown +20 prox body, unknown cluster cup, unknown screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Explanted infected hip.

Manufacturer narrative:
The following other hip devices were added to the previously listed components: trochanteric grip with 2 cable; cat# 6704-3-080; lot# g3311905, d-m 2.0mm beaded cable set vit; cat# 6704-0-520; lot# 38918302, d-m 2.0mm beaded cable set vit; cat# 6704-0-520; lot# 40507108. It cannot be determined which, if any of listed devices may have caused or contributed to the patient's infection. An event regarding infection involving an unknown liner was reported. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Explanted infected hip.